Manufacturer narrative:
Alleged failure: blacked out. Confirmed failure: deformed rear enclosure - damaged threads on front enclosure - torn cable at connector. Probable root cause: -threads (camera head & coupler). -connectors. -a 1488 and 1588 extension cable. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the image was lost. Procedure was completed successfully with no adverse consequences or medical intervention.